Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown tool, serial/lot #: unknown tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the drill it heated up. When they took out the bur the bearings of the attachment came out with the bur. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis (B)(4): no conclusion can be drawn. No evaluation was performed, as the device was not going to be returned by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the drill it heated up. When they took out the bur the bearings of the attachment came out with the bur. It was reported that there was no patient impact.

Event description:
It was reported that while using the drill it heated up. When they took out the bur the bearings of the attachment came out with the bur. It was reported that there was no patient impact.

Manufacturer narrative:
H3: pli-20:product analysis: evaluation couldn't able to reproduce the reported malfunction of overheating. It was also found that some biomaterial present on the flutes. The likely cause of failure is due to some bearing components remained stuck to the tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.